Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 19043602.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.